Manufacturer narrative:
The cause of the reported issue could not be determined, and the device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was duplicated. The device could not be repaired. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.